Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced five infusion sets cannula kinked events on (B)(6)2024. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 5 hours to 48 hours. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR(B)(4)- device 5 of 5

Manufacturer narrative:
Supplemental report 01: MDR (B)(4). Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6007941 have already been previously tested in the 2137592 on 02/may/2025. The reference samples were visual inspected and tested for flow. All test results were within specifications as per 2137592 test report. Device history record (DHR) review: the 6007941 was manufactured according to the document version 115 on the packing process in the line inset 7 on 10/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 03-jun-2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6007941 and one more complaint have been registered in database for the same lot 6007941 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.